Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set was not sequestered by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
After they were unable to insert another IV the order was dc'd. The patient began tolerating sips of po fluids and did not need further intervention.

Manufacturer narrative:
Additional information received.

Event description:
The customer reports (3) instances of disconnection and leaking between the "j-loop" ((B)(4)) and a 24 gauge angiocath while on the pediatric unit. The nurse inserted a peripheral IV; a tight connection to the tubing was ensured and the line flushed. The angiocath disconnected from the male luer of the extension tubing, and both the IV and extension set were replaced. This scenario occurred (2) more times. A total of (3) peripheral IV's were lost from this event, and the patient was not able to receive the intended medication without IV access. No report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.